Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) to perform failure analysis. The logs were reviewed and found an error which pointed to the yaw searchlight. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the sensors check was found to be failing on the degree of freedom (dof2) yaw searchlight. During testing, the yaw searchlight board was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to a sensor error on the yaw searchlight board in the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A video associated with the reported event was received; however, the video is still under review.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/o lymphadenectomy surgical procedure, the universal surgical manipulator (usm) 3 would fall down when clutched, even with instruments attached. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. The tse was informed by a customer service representative (csr) that the customer had experienced this issue multiple times, although no specific dates were provided. A review of the system logs indicated a recurring log entry, code 23137, which suggested a misalignment between the potentiometer and encoder for usm 3. Despite the issue, the customer was able to continue performing surgeries but expressed concern about the potential for the problem to worsen. The procedure was completed with no patient injury.